Manufacturer narrative:
Results: a sample is not available for evaluation. Investigation summary: the quality assurance investigated the customer's complaint (B)(4), in which it was informed that ser plastipak 10ml ll 30x7 al / un, code 990172, lot 6250444, manufacturing date october / 2016 presented the defect of foreign matter - hair . Based on the incident in question the batch history was analyzed. We would like to inform you that specifically for foreign matter, visual inspections of the product packaged according to control plan (B)(4), validated with the acceptable quality level (nqa) of 0.10% with the frequency of 2 hours and always analyzing 1 machine cycle . Before the batch is released to the consumer, the consumer still goes through the evaluation process of the final inspection laboratory, where more validated visual tests are performed, certifying the conformity of the product. All records of the manufacture of the lot presented results in accordance with the specification. We emphasize that bd has an established process of production control to avoid any type of contamination in the products, which consists of: analysis of the productive. Bd suppliers are audited and qualified according to (B)(4) procedure and the criticality of the supplied components. All batches of raw materials received at bd are inspected for their characteristics according to individual specifications and also the conditions of their packaging. The components used in the claimed product (cylinder and piston rod) are molded into the bd in a controlled production environment. Only the packaging material is of external origin. Good manufacturing practices: the operators receive guidelines on good manufacturing practices according to the quality procedures related to cleaning and conservation of the factory, with cleaning and sanitizing actions of the manufacturing areas established in (B)(4), procedures on gowning and hygiene, which state that it is only allowed. The entrance into manufacturing places with the use of adequate gowning (hairnet, joana d'arc hairnet, and manufacturing coat) and after the hygiene of the hands to avoid contaminations. The correct use of it inhibits the possibility that some external dirt is carried into the productive area. Also as established by the procedure (B)(4) is prohibited the entry and consumption of food, use of accessories or belongings in the production area, thus avoiding the presence of substrates in the manufacturing process. Manufacturing process analysis: during the batch manufacturing process no record of any occurrence of the strange matter defect was identified. During a manufacturing, these batches were performed with visual inspections with pre-determined frequencies, with the purpose of ensuring that the product meets a specification without presence of any strange matter in all stages of manufacture. All equipment has enclosures that aim to protect products from contamination throughout the production process based on the batch history information and due to lack of sample or defect photos, the claim cannot be verified. Even after evaluation of the evidences and the respective records of process and quality carried out, the presence of the foreign matter in the product was recognized and it was concluded that the contamination occurred during the production process. Investigation conclusion: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. The investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customers indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above a CAPA is not required at this time. Root cause description: the probable cause is to have occurred within the productive process in possible action of opening the machine door, handling any of the components of the line (rod or cylinder).

Manufacturer narrative:
Bd received a photo for investigation. Through the evaluated image, it was possible to verify the presence of hair within the cylinder, confirming the defect in the product. Based on the photo, the defect was shown. Conclusion: bd was able to duplicate or confirm the failure mode indicated by the customer.

Manufacturer narrative:
(B)(6). A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. UDI#: (B)(4).

Event description:
A consumer reported that while preparing medication, the presence of a hair was observed in bd 20ml plastipak " syringe. No injury or medical interventions were reported.